Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd882639 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter (B)(4), the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized for peritonitis on (B)(6) 2011. The nurse was not sure of the cause of the peritonitis. Treatment rendered for the event was not reported. The patient was discharged on (B)(6) 2011. She was recovering from the peritonitis. Dianeal pd4 ultrabag therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal pd4 ultrabag therapy.